Event description:
It was reported that during this implantable pulse generator (pacemaker) implant procedure, after connecting the right ventricular (rv) and right atrial leads, a high amplitude noise was noticed in both channels, that was oversensed and resulted in rv pacing inhibition. The patient suffered a third-degree atrioventricular heart block. Fortunately, periods of only a few seconds of asystole were noticed as the patient showed an irregular low-rate ventricular escape rhythm of 25 beats per minute. It was concluded that the issues were caused by this new implanting pacemaker as both leads showed adequate measurements upon being reconnected to the pacing system analyzer for an evaluation. This pacemaker was not implanted, and a non-boston scientific pacemaker was used as replacement. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed all pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that during this implantable pulse generator (pacemaker) implant procedure, after connecting the right ventricular (rv) and right atrial leads, a high amplitude noise was noticed in both channels, that was oversensed and resulted in rv pacing inhibition. The patient suffered a third-degree atrioventricular heart block. Fortunately, periods of only a few seconds of asystole were noticed as the patient showed an irregular low-rate ventricular escape rhythm of 25 beats per minute. It was concluded that the issues were caused by this new implanting pacemaker as both leads showed adequate measurements upon being reconnected to the pacing system analyzer for an evaluation. This pacemaker was not implanted, and a non-boston scientific pacemaker was used as replacement. This product is expected to be returned for analysis and no additional adverse patient effects were reported.